Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment procedure was performed by the customer when the issue occurred, and the procedure was delayed in 5-10mins and completed by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that x-ray failure during procedure. Review of the system log file confirmed the malfunction as there were no connection with fd controller. Upon troubleshooting fse found that the problem with the optic fiber cable connecting the fdc and fd; so fse replaced the optic cable at the fdc and the fdc x2 with an ippc ethernet cable; however, the issue continued to occur intermittently. To resolve the issue, fse replaced the dcps with the m-cab and the px4800 flat detector. The defective ippc and flashlight was returned to philips for analysis; the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during a procedure x-ray was failed. System was in clinical use. No harm has been reported to philips. Philips has started to investigate of this complaint.